Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "patient was revised due to infection. This patient was transferred to dr. (B)(6) from an outside hospital and no information about the previous surgery(s) was available. The implants performed as expected in this event."